Manufacturer narrative:
Device evaluation: after the surgery, field service engineer visited the hospital and checked the equipment left as they were of the surgery. He was unable to reproduce the reported event, and there was no issue with irrigation, and phaco tip and sleeve were fitted without any problem. There was no error log in system. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient felt heat while surgeon was sculpting a groove in a nucleus with ellips fx handpiece. Surgeon immediately took the tip off from the patient's eye. The incision in patient's eye received mild thermal burn. The surgeon checked the handpiece and confirmed the handpiece had become hot. Surgeon replaced with the phaco machine and equipment of another company¿s product, and the surgery was successfully completed. Surgeon used the us power 85% setting and fully applied the foot pedal when the issue occurred. Opo73 fusion dual pump pack was used for multiple procedures prior to the incident. Opo73 was discarded by the customer and no sample was going to be returned for investigation. There was no vitrectomy performed, no medication for thermal burn treatment was reportedly provided. Sutures were used to prevent further patient injury. The incision size was reported as 2.4mm. This report is for ellips fx phaco handpiece system. A separate MDR report is being submitted for opo73 fusion dual pump pack. No further information provided.